Manufacturer narrative:
H6 - health effect clinical code 4581: pigment dispersion. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm512.6, -11.50/3.5/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. Anterior chamber irrigation/vacuation of visco/fluids and anterior chamber wash on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to elevated iop(40mmhg) without pupil block and angle closure(date assessed (B)(6) 2023 & (B)(6) 2023), pigment dispersion, and blurred vision. This did not resolve the problem. Additional information has been requested but none has been forthcoming.